Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump experienced a prime fill anomaly. It was reported that reservoir was becoming unscrewed. It was reported that insulin continued to drip after act button was released during priming. Customer's blood glucose was 202 mg/dl. It was reported that drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.